Event description:
Reportable based on device analysis completed on 05-jul 2022. It was reported that shaft kink occurred. The 95% stenosed and 28mm in length target lesion was located in the 3.0mm in diameter, severely tortuous and moderately calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the delivery shaft was kinked approximately 50cm from the hub. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed shaft detachment/separation.

Manufacturer narrative:
A1 age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. At 76.2cm from strain relief, the hypotube was separated. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon. The balloon was tightly folded.